Event description:
The magnetom espree is available with a swiveling or table option. This option allows patient imaging on the MRI system during surgery by transferring the or table to the mr system. During such a transfer procedure, it was reported that the system software would not allow the operator to release the or table. The operator was unable to release the table via normal means and could only clear the error by rebooting the system. Consequently, the procedure was abandoned and the actual surgery was not started even though a ventricular drain tube had already been placed. There was no patient injury associated with this incident. However, a potential for injury exists if this issue occurred during an actual surgical procedure. Such a failure during a surgery would require a manual rescue of the patient form the or table which could result in an increased risk of additional injury.

Manufacturer narrative:
In response, siemens is issuing a customer advisory letter to affected customers to notify them of this potential issue. A software update is also in development to correct this issue and is scheduled to be released within the next month.